Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the stent delivery system (sds) was inserted into the anatomy, removed, and then reinserted back into the anatomy. It should be noted that the xience skypoint instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the reported foreign body in patient was due to a dislodged stent within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure involved the use of a 6 fr sheath in a radial approach to treat a lesion in the right coronary artery (rca) with moderate calcification and heavy tortuosity. The 2.25x18mm xience skypoint stent delivery system (sds) met resistance with the anatomy and failed to cross the lesion. There was resistance with the anatomy upon removal. A 5.5 fr guideliner was used to aid with advancement of the sds, however, there was still resistance with the anatomy when the sds was re-advanced. The stent dislodged before reaching the target lesion and remained on the wire. A 1.5mm balloon was used to expand and implant the stent where it was which was outside the target lesion. The procedure ended at this point and the target lesion was not treated. The procedure will be completed in about 4-6 months when the patient has healed. There was no clinically significant delay in the procedure. No additional information was provided.